Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 96t ce-ivd assay performed within specifications. A review of product release and stability data, as well as batch trend analysis for kit batch f15186, did not identify any product-related issues. CT values for controls during the observed runs were robust and consistent with expected performance. It is well established that in chronically infected individuals, the level of hbsag does not always correlate with hbv dna levels, and situations where hbsag is positive and dna is negative can occur, often due to low viral load. The root cause of the reported event could not be definitively determined based on the available information. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a false non-reactive result for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 96t ce-ivd assay on the cobas 6800 instrument. The donor sample was tested for serology and generated the following results: hbsag (hepatitis b surface antigen) at 1809.56 s/co and anti-hbc (hepatitis b core antibody) at 9.32 s/co. The same donor sample was tested using the kit cobas 6800/8800 mpx 96t ce-ivd assay in two different run batches and was non-reactive for hbv. One of these results was generated on (B)(6) 2020. The customer reported that only 1 ml of plasma was left over, which prevented confirmatory serology testing. Blood was not released.